Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The items at hand all had discolorations which were documented on different areas of all the instruments. Iron oxide on all red-brown areas was detected. The corrosion is initiated on the weakest areas through longer operating times and/or predominantly through the processing of the instrument. The chosen manufacture process in combination with the chosen materials results in local weak points, particularly with the wrenches. Furthermore, the organic residues and cleaning material residues which were not removed correctly lead to an aggressive atmosphere and contribute to the recurrence of corrosion. No negative influences in terms of the material quality could be detected among the examined instruments. There are slightly dark discolored areas on the whole surface of the wrench; this might have to do with cleaning residues. On the side and in the perforation there are red-brown discolored areas next to the ce-marking, it could be blood, organic residues or iron oxide. The examination by scanning electron microscope (sem) revealed a network structure on the entire surface. This finish quality on instruments which were in use is very typical for the chosen method of manufacture. The observed network structure corresponds to the grain boundaries which were attacked by the manufacture and finally the corrosion mechanism. The energy dispersive x-ray analysis (edx) of the different red-brown discolored areas showed a content of carbon, oxygen, iron and chromium as well as a smaller content of silicone, sodium, potassium and chlorine.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record review: manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Pfna instruments display rust residue. This is 4 of 4 reports for event # (B)(4).